Event description:
The iab was entrapped and needed to be surgically removed. The balloon had a dark "crystal like" substance in it when it was removed. It looked like freeze dried coffee crystals. On 10/24/97, datascope received the mandatory medwatch form from the user facility; uf/dist report #160064-1997-4. The following info was reported: the iab was inserted into the pt on 10/2/97. On 10/4/97, the dr was unable to remove the iab. The iab was surgically removed. On 11/5/97 it was reported that the physician was unable to remove the iab through the arterial puncture site. Event complications: the iab was entrapped/surgically removed - reported 10/10/97. Pt current status: unk - rpt'd 10/10; 11/5/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.